Manufacturer narrative:
Analysis noted that the distal tip and inner coil were separated. Fractures on all five filars of the inner coil were noted.

Event description:
It was reported that the patient presented to the hospital for elective lead extraction and ICD replacement due to normal eri. A pre-op x-ray revealed that the distal tip of the lead was separated from the lead body. The lead was extracted successfully with exception of the distal tip and a small fragment of the lead, which remained embedded in the myocardium. There were no further complications for the patient.